Manufacturer narrative:
Added extra report source. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer reported that a physician was sitting in a chair next to the precedence 16 slice spect-CT system. The operator asked the physician to move away from the system so the patient could be removed from the imaging couch. The physician ignored the request. The operator started a pre-programmed motion (ppm) and acknowledged the system¿s warning message on the touchscreen to ensure nothing was in the path of the moving components. The physician, who was distracted on her cell phone, continued to sit in the chair next to the imaging couch. As the system motion started, the physician¿s long hair became entangled with detector one (det 1) on the system. The physician alerted the operator, who along with a nurse, activated an emergency stop (e-stop) button to halt system motion. The system motion halted and the operator and nurse released the physician¿s hair from det 1. Eleven (11) days after the event, the physician alleged having neck pain. The local philips help desk dispatched a field service engineer (fse) to the customer site to evaluate the system. The fse determined that a thin wire, that functions as a spring rope, had failed on the cover for the arm screw causing the cover to come off from det 1. The fse was informed by the operator that the cover had been missing prior to the incident occurring. The physician did not have her hair tied up per mexican protocols used at the site. The fse confirmed that at the time of the reported event, the physician did not seek medical attention; however, since that time, the physician has received medical attention. The fse confirmed that the e-stop buttons were working properly but found a collision sensor not working (addressed in pr# (B)(4)). The instructions for use states: if the system does not function properly or fails to respond to the commands, stop the study and remove the patient from the area. Immediately contact philips and report the incident. Do not use the equipment if any intermittent problems occur with any mechanical control device (hand controller, emergency stop switches, collision sensors, etc.). If you perform a pre-programmed motion with the patient on the imaging table, monitor the equipment motions closely to avoid contact with the patient or objects. Make sure that accessories and equipment, and all objects such as hair, jewelry, or neckties, remain clear of any moving camera and imaging table parts. The patient must remove all loose items. Do not operate the system with any covers open or removed. Operating the system with open or removed covers could expose mechanical operating systems that could cause serious or fatal personal injury to you or the patient. Philips medical systems products are all designed to meet safety standards. However, all medical electrical equipment requires proper operation and maintenance, particularly with regard to human safety.caution: philips imaging systems must only be operated by professionals trained in the use of philips equipment. Improper use of a philips imaging system may result in patient or operator injury, inaccurate patient images, or equipment damage. Never attempt to remove, modify, override or forcibly move any safety device on the equipment. Interfering with safety devices could lead to fatal or other serious personal injury. If you perform a pre-programmed motion with the patient on the imaging table, monitor the equipment motions closely to avoid contact with the patient or objects. Before starting an acquisition, and during a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. Caution: if you use ppms when a patient is on the imaging table, to avoid patient injury, make sure that no part of the patient extends into the range of detector motions. Warning: monitor the patient and system at all times while the system is in motion. Press e-stop to halt motion if it appears the gantry might contact the patient or another object. Press continue to proceed, or cancel to exit. Caution: to avoid injury, stay clear of all moving parts, and stay out of the area that is within three feet of the gantry. The above statements appear on the acquisition station by selecting the on-line help manual. The fse replaced parts to resolve the issue. The system is operational.

Event description:
This complaint has been evaluated based on the information provided. The customer reported the system made contact with a bystander during motion and the person¿s hair became entangled as a result. A philips field service engineer (fse) confirmed the bystander failed to move out of the detector path after the operator initiated pre-programmed motion (ppm). The operator is warned by the system to remove all objects out of the path of the detector travel before initiating any system motions. Based on the available information, this event is considered a reportable event.